Event description:
The patient's father contacted animas on (B)(6) 2011 to report his daughter experienced a low blood glucose (bg) of "39 mg/dl" earlier that day. The patient's father stated the patient reported she could not "feel her legs" at the time of the low bg and was treated with juice. At the time of the call the patient's bg was 110 mg/dl. The patient's father reported that the patient ate noodles and pears and was supposed to take 2 units of humalog at time of meal and 2 additional units 1 hour later. Prior to eating the patient's bg was 69 mg/dl. Review of bolus history revealed that the patient bolused 3u at 2:01pm. At the time of troubleshooting, the patient's father realized that the patient overcorrected and gave herself 1 additional unit. The reporter also admitted that the patient was not treated for the 69 mg/dl prior to bolus being administered. He informed customer support that the patient's target range is 130-150mg/dl; however, they keep her below her target between 70 - 120 mg/dl. This complaint is being reported because the patient obtained a blood glucose reading below 40mg/dl while on insulin pump therapy. The patient's alleged hypoglycemia can be attributed to use error since the patient's father confirmed that the patient overcorrected and took more insulin than she was supposed to.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: use error contributed to the reported bg event as the patient over bolused and received more insulin than needed causing her blood glucose levels to go low. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the black box or download history. The rewind, load and prime steps were performed on the pump with no alarms noted. A force sensor calibration test confirmed the sensor was detecting correct force. The pump was opened and no damage was found to the force sensor circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A cartridge with 100 units of insulin was correctly loaded into the pump. The piston rod was measured and was found to be within specification. No delivery related defects were found during testing.